Manufacturer narrative:
Device name has been corrected from distal femur to distal femur mig, this product is not marketed in the us therefore the event is not MDR reportable. The initial MDR was sent in error.

Event description:
Loosening of right distal femoral prosthesis was reported.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device is currently implanted.

Event description:
Loosening of right distal femoral prosthesis was reported.